Manufacturer narrative:
The customer complaint of a bulge in silicone segment was confirmed per picture received by the customer. It was observed per picture that the silicone segment tubing had a ballooned bulge near the upper portion of the upper fitment. The root cause could not be determined.

Event description:
The customer reported that they are experiencing bulges in the silicone segment during patient use. There as no report of patient harm.